Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
As reported, during use of this dpt (disposable pressure transducer) in a patient with chronic obstructive pneumonia, the data provided was inaccurate. There was no error message or alarm. The parameter that was inaccurate was unknown. The incorrect value, the expected value and whether the values were compared to some other source was unknown. The device was replaced for another which resolved the issue. There was no patient injury. The device was not kept for evaluation. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this dpt (disposable pressure transducer) in a patient with chronic obstructive pneumonia, the data provided was inaccurate. There was no error message or alarm. The parameter that was inaccurate was unknown. The incorrect value, the expected value and whether the values were compared to some other source was unknown. The device was replaced for another which resolved the issue. There was no patient injury. The device was not kept for evaluation.